Event description:
It was reported that intermittent atrial undersensing was noted on the current and stored electrograms. The sensitivity was adjusted and the right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.